Event description:
Patient reported that their implantable neurostimulator (ins) began inching their way towards the outside of their skin and which led to pocket revision. They could feel it and when laying down on one side of the body and also noted that they had plenty of pain pills. Patient did not mention pain as of now though. Patient also mentioned having two strokes, but they occurred prior to being implanted with the interstim system. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.